Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during fill three of six. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained to the hp that the hc ended the therapy and said that the hp would need to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.